Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The patient experienced bladder neck anastomosis leaking. The same technique has been used with this new suture compared to a different one. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specify the number of patients that experienced post-op anastomotic leak over the last 6 months? Have these cases been reported before? (Besides pc-(B)(4) if yes, please provide pc numbers. What was the alleged deficiency of the suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of bladder procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Were two loose passes with each arm of the device performed at the initiation of suture use during the index procedure? Was at least one pass in reverse direction performed prior to closure? What tissue had the anastomotic leak? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? Onset date/time of anastomotic leak? (# post op days) how was the anastomotic leak managed? Please describe any surgical intervention required for the anastomotic leak including date and findings. Please describe the appearance of the suture during the second procedure. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?.

Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3a, b2, b3, b7 additional h6 health effect - clinical code and impact code corrected h6 type of investigation. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: did the patient require revision surgery or hardware removal? Unknown ¿ both patients required prolonged catheterization and recurrent CT cystograms before tov patient status/ outcome / consequences one patient currently with idc insitu, one patient has recovered as was last year ¿ had idc in for almost 3 months was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, CT guided drain and idc for one patient, idc for second patient ¿ both have had several CT cystograms, antibiotics. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure both men in 50¿s fit and not obese date and name of index surgical procedure? Ralp + bilat plnd in (B)(6) 2024 and ralp (B)(6) 2025 the diagnosis and indication for the index surgical procedure? Prostate cancer what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Robotic. What was the tissue condition (normal, thin, calcified, fragile, diseased)?normal please describe anastomosis technique? Continuous double armed 3-0 stratafix please describe the appearance of the suture observed during leak? Did not visualize the suture? ¿ this was 3 weeks post surgery not at the time of surgery did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Were there any patient stress factors that precipitated the event of the leak? Were there any precipitating stress factors that led to the event of the leak? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No what symptoms did the patient experience following the index surgical procedure? Onset date? Both hematuria 3 weeks post surgery ¿ leak found on CT other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? I strongly suspect the change in formulation with decreased tensile strength has led to this rare occurence what is the patient's current status?